Event description:
Customer was admitted to the hosp for high blood glucose and diabetic ketoacidosis. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct.

Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally.